Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure in (B)(6) 2022. The procedure was done under local anesthesia and fiducials were administered transperineally prior to the procedure. The patient completed external beam radiation and reportedly did fine with it until (B)(6) 2022. He then started to develop rectal pain in (B)(6) 2022 and was then in the emergency room on (B)(6) 2023. A fistula had occurred and per computerized tomography (CT) air in the rectal wall was noted. A flexible sigmoidoscopy also showed the rectal wall defect. The patient was admitted to the hospital due to pain control issues. The patient's physician was unsure if the cause of the fistula was radiation or spaceoar. The patient's outcome was unknown at the time of this report. Additional information received may 23, 2023, it was further reported by the patient's physician that the patient had to have a colostomy bag due to the pain.

Manufacturer narrative:
Additional information: block b5 and h6 have been updated based on additional information received on may 23, 2023. Blocks d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Blocks h6: patient code e2314 is being used to capture the reportable event of fistula. Patient code e2330 is being used to capture the reportable event of pain.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure in (B)(6) 2022. The procedure was done under local anesthesia and fiducials were administered transperineally prior to the procedure. The patient completed external beam radiation and reportedly did fine with it until (B)(6) 2022. He then started to develop rectal pain in (B)(6) 2022 and was then in the emergency room on (B)(6) 2023. A fistula had occurred and per computerized tomography (CT) air in the rectal wall was noted. A flexible sigmoidoscopy also showed the rectal wall defect. The patient was admitted to the hospital due to pain control issues. The patient's physician was unsure if the cause of the fistula was radiation or spaceoar. The patient's outcome was unknown at the time of this report. Additional information received may 23, 2023, it was further reported by the patient's physician that the patient had to have a colostomy bag due to the pain. Additional information received june 04, 2024, it was later reported that the patient was planned for stereotactic body radiation therapy (sbrt) was planned the hydrogel placement, later he underwent a computed tomography (CT) scan that approved the radiation therapy treatment without any subsequent magnetic resonance imaging (MRI), the patient received 5 treatment sessions of stereotactic body radiation therapy (sbrt). During the treatment the patient developed weak steam and sensation of urinary retention, he was prescribed with tamsulosin and ibuprofen. On follow up routine the patient complaint of fatigue and lower tract symptoms (luts) that include sensation of incomplete emptying. Over next weeks, the patient experienced rectal and perineal pain, therefore the patient underwent a CT scan that revealed that the patient had a perirectal edema and inflammatory proctitis, it was also noted a small air pocket between the rectum and prostate, it was deemed that the structure represents chronic fibrosis rather than edema, the concerning for abscess and fistula was raise due to the presents of air in the area. The patient underwent a magnetic resonance imaging (MRI) that showed a small fluid gas collection that was diagnosed as small abscess and fissure along the wall of the lower rectum. Due to this finding a sigmoidoscopy was recommended, the patient complaint of severe pain, the patient was admitted to hospital where was diagnosed with rectal wall fistula, that was considered adverse event if the hydrogel infiltration and prostate radiation. The patient was prescribing with stool softeners, oxycodone, gabapentin, morphine, tylenol and ibuprofen. Later on, follow up routine the patient was prescribed trental and vitamin e due to ongoing pain, about one month after that the patient went to emergency department with rectal pain, and consultation with colorectal surgeon a fistula of 15 mm was revealed. The patient underwent twenty-three treatments of hyperbaric oxygen therapy; however the patient continues with pain and a cystourethroscopy and flexible sigmoidoscopy, the patient required an ileostomy bag to allow his rectal injuries to heal. The patient continues to be re- evaluated with plans of possible re-anastomosis depending on his healing process. The patient stated that he suffers physical and emotional injuries, including chronical discomfort, sensation of deformity and disfigurement. Finally, the patient feels that he loss enjoyment of life.

Manufacturer narrative:
Additional information: block b5, d6 and h6 have been update based on additional information received on june 04 2024. Additional information: block b5 and h6 have been updated based on additional information received on may 23, 2023. Blocks d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Blocks h6: patient code e2314 is being used to capture the reportable event of fistula. Patient code e2330 is being used to capture the reportable event of pain.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure in june 2022. The procedure was done under local anesthesia and fiducials were administered transperineally prior to the procedure. The patient completed external beam radiation and reportedly did fine with it until december 2022. He then started to develop rectal pain in december 2022 and was then in the emergency room on (B)(6) 2023. A fistula had occurred and per computerized tomography (CT) air in the rectal wall was noted. A flexible sigmoidoscopy also showed the rectal wall defect. The patient was admitted to the hospital due to pain control issues. The patient's physician was unsure if the cause of the fistula was radiation or spaceoar. The patient's outcome was unknown at the time of this report.